Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan of 94 mg/dl compared to a capillary result of 45 mg/dl obtained on a competitor's brand device. The customer experienced a loss of consciousness however, they were able to treat themselves (unspecified). There was no report of a third-party treatment for the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a high sensor scan of 94 mg/dl compared to a capillary result of 45 mg/dl obtained on a competitor's brand device. The customer experienced a loss of consciousness however, they were able to treat themselves (unspecified). There was no report of a third-party treatment for the reported issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh008aa9qh has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.